Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical usage of system is unknown when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image storage space was full and could not be released by manually deleting examinations. Review of system log file by fse showed errors related to lateral ippc and found the lateral ippc was defective. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc and installation of software by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer remotely and found that there was an error when starting the lateral ippc (image processing pc). The philips field service engineer (fse) inspected the system onsite and confirmed that the image storage space was full. Review of the system log file showed that there was malfunction with the lateral ippc. During troubleshooting, the fse identified that the lateral ippc was defective. It was known that if the lateral ippc is defective, the frontal plane cannot be used, even if the frontal ippc has no error. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the lateral ippc and hdds (hard disk drive) and installed software. The defective ippc was returned for further analysis. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the system failed to boot up successfully due to the image disk being full. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.